Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that as the implant was being inserted into the disc space, the inferior flange of the cage snapped off. The implant was removed and another device was implanted instead. No patient complications were reported.